Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed. Patient information was requested and the customer refused, reporting the information is confidential.

Event description:
The customer reported that the ventilator alarmed with pressure sensor failure occurrence. The customer reported that the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
Patient information was requested and the customer refused. The manufacturer's field service engineer was able to duplicate the reported problem. The manufacturer's field service engineer repaired the unit by replacing the data acquisition to motor controller cable.

Event description:
The customer reported a vent inoperative condition accompanied by a series of error codes indicative of spi bus failure. The customer reported that the unit was in use on patient, but there was no patient harm.